Event description:
I had the medtronic neurostimulator implanted for rsd in (B)(6) 2014 of this year I had it removed due to knees feeling arthritic, legs became weak, trouble walking, battery implant pain/ burning, feeling of stimulation in chest/ stomach, feeling sick and feeling of constant fever until implant removed.